Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, it was reported that the cgm graph disappeared from the home screen. Tandem technical support walked customer through loading cartridge, filling tubing, and starting a sensor session to resolve the issues. Customer¿s blood glucose level was 117 mg/dl.